Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. The knob functioned properly for the instrument, closing and opening the paddle. Engineering concluded that this unit is consistent with a unit that received an excessive force removing the tube assembly or introducer which was not received with the unit. The blue bag was observed twisted in the unit as a sign of the force that was done in the unit when the introducer was removed. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the disengaged sheath and torn paddle. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Event description:
Procedure: lap bypass. According to the reporter: during a lap bypass procedure, the blue mesh ripped and exposed the metal part; black metal pieces flaked off into the patients' abdomen. The surgeon had to suction and/or grasp each piece individually to remove it from the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).